Manufacturer narrative:
The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the initial implant procedure, dislodgement of the right atrial (ra) leadless pacemaker (lp) while in tether mode was noted. The ra lp was repositioned; however, the ra lp was unable to separate from the delivery catheter. The ra lp was explanted and outside of the patient, the ra lp was able to separate from the delivery catheter. The ra lp was replaced. After implant and prior to leaving the procedure room, the patient experienced hypotension and increased heart rate. Cardiac tamponade was noted and pericardiocentesis was performed. Normal blood pressure and heart rate were restored. No additional intervention was required. The physician suspected cardiac perforation occurred during the dislodgment of the ra lp. The patient was in stable condition.